Event description:
It was reported that the flexible shaft of the screwdriver broke.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition unknown.

Manufacturer narrative:
Correction to d9/h3 as the device was returned for evaluation. The reported event was confirmed. The device inspection revealed the following: the flexible portion of the screwdriver is broken. Based on the state of the device, the functionality cannot be given anymore. The tip is slightly damaged, giving evidence that the screwdriver was intensively used prior to the reported event. The breakage observed may be due to a combination of normal wear and tear, related to multiple years of usage of the device, and to excessive forces applied to it during the implantation. Based on the investigation, the root cause was attributed to an user related issue. The failure was probably caused by a combination of normal wear and tear and mishandling of the device. The instrument was manufactured in 2014, meaning it was used for almost 8 years. Therefore, the screwdriver was already worn out before the reported event. Hcp may have failed to check that the device was fully functional before using it or failed to check that the connection between the screwdriver and the screw was fully secured, as advised by the instructions for use. As a reminder, the instructions for use state: ¿ it is forbidden to tamper with or modify the instruments in any way. Before the surgical procedure, ensure that all components prepared for the procedure function correctly with each other. During the procedure, repeatedly check that the connections between the instruments or between implants and instruments required for the precise positioning and fixing are secure." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that the flexible shaft of the screwdriver broke. Additional information: the procedure was completed successfully with no delay and no debris were left in the patient's body.